Event description:
A hospital reported that the rd900 neopuff infant resuscitator manometer does not go to 0. When they tested it the manometer went above the maximum value. The device was sent for servicing. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The neopuff device was serviced and returned to the hospital. The manometer that was replaced is en route to the manufacturer. A follow up report will be provided.